Event description:
It was reported that approximately 2 years post implantation of a left total hip arthroplasty, the patient received a cortisone injection for mild pain in the troch bursa, which relieved the pain. The surgeon reported that trochanteric bursitis is extremely common after hip replacement and is not considered a complication. There were no precedent factors for this patient other than normal everyday use of the hip. No additional information available.

Manufacturer narrative:
(B)(4). D10: cat# 110010266 lot# 65077091 g7 osseoti multihole 56mm f; cat# 00625006540 lot# j6793100 bone scr 6.5x40 self-tap; cat# 00625006535 lot# j7214197 bone scr 6.5x35 self-tap; cat# 20123606 lot# 65357680 g7 longevity high wall 36mm f; cat# 00877503602 lot# 3093820 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; the reported event (bursitis) is a procedure related complication and not device related; therefore, a review of the device history records was not performed. Product remains implanted and will not be returned to zimmer biomet for investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.